Manufacturer narrative:
The customer complaint of leaking observed between the maxzero connection and attached syringe could not be confirmed due to the product not being returned for failure investigation. A photo of a 3ml syringe with the flange code identified as m-143 was provided by the customer. The root cause of this failure could not be identified.

Event description:
It was reported there was leaking observed between the maxzero connector and the attached syringe. There was no significant delay in patient care and no patient harm reported.

Manufacturer narrative:
Concomitant medical products: 3 ml syringe, bd ref 309657, lot number: 8222975. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there was leaking observed between the maxzero connector and the attached syringe. There was no significant delay in patient care and no patient harm reported.